Manufacturer narrative:
H10. The exact lot number for this device is unknown. Based on the implant date, the manufacturer of the device at that time was nitinol medical technologies. The patient remains asymptomatic. Therefore, a reintervention to remove the filter has not been performed. The returned films were reviewed. The initial deployed configuration of the filter appears to be suboptimal. It appears that the filter dome has not achieved its proper configuration, leading to severe asymmetry. This asymmetry could lead to unexpected stresses on the filter. Very little information was available regarding the patient's clinical history or initial procedure. Therefore, it cannot be determined if these factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown.

Event description:
Patient returned to hospital due to a lower leg fracture. X-ray taken at that time revealed four of six legs of a vena cava filter that had been implanted 4.5 years previously had fractured. Three legs reached the pulmonary artery, and one reached the right ventricle. The patient is asymptomatic.